Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received. Patient reported they were constipated and takes fiber pills. Also that they got dehydrated from going to the bathroom so much that they had to go to the emergency room (ER). No further symptoms or complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was having a problem urinating. They lowered their stim, and were referred to their doctor. The patient stated their bowel symptoms are the same but having 50% improvement. The patient went to the ER a day after the initial report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.